Event description:
The customer reported that the three-beep alarm sounded on the AED. The "cannot use" message is played. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.